Event description:
It was reported that this pacemaker had an isolated stored signal artifact monitoring (sam) episode which revealed a low out of range impedance measurement of less than 200 ohms in the right atrial (ra) lead. The patient is pacer dependent; however, the ra pacing is rarely required. No other abnormal electrical measurements were captured. The patient was scheduled for normal follow-ups. This product remains in-service. No adverse patient effects were reported.